Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 423mg/dl. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No rewind anomaly noted during the testing. Device primed properly. (B)(4).